Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity due to head/brain injury. The MFR's representative reported that the pt was seen by the hcp for seizures. During refills, the pump contained less drug volume than expected. Followup calls to the hcp have not been returned.

Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity due to head/brain injury. The MFR's representative reported that the pt was seen by the hcp for seizures. During refills, the pump contained less drug volume than expected. Followup calls to the hcp have not been returned.